Event description:
The article "one-year clinical outcome of preserflo microshunt implantation versus trabeculectomy in patients with secondary open-angle glaucoma" noted that six patients with an implanted xen gel stent required further surgical intervention. 4 patients underwent a trabeculectomy and 2 patients underwent a preserflo device implantation.

Manufacturer narrative:
E1: phone number (B)(6). Article citation: rauchegger, teresa, et al. ¿one-year clinical outcome of preserflo microshunt implantation versus trabeculectomy in patients with secondary open-angle glaucoma.¿ canadian journal of ophthalmology, feb. 2026, www.canadianjournalofophthalmology.ca/article/s0008-4182(26)00002-5/fulltext, https://doi.org/10.1016/j.jcjo.2026.01.002. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.